Event description:
A 24 mm diamter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The aortic neck was severely angled with disease progression. It was reported 11 months post stent graft implant, the stent graft had migrated distally. The severely angled aortic neck and disease progression have contributed to the migration of the stent graft. There were no endoleaks reported, however, the physician elected to implant an aneurx aortic cuffs with successful results. No additional sequelae were reported and the patient is reported to be fine.